Manufacturer narrative:
A ge representative evaluated the system and adjusted the c-arm and workstation 5 volt power supplies, tightened the connections on the isolation transformer, reloaded calibration files, and reset the memory nodes. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system continued producing x-rays after the foot pedal was released. No patient injury was reported.